Event description:
Per (B)(4), the end-user sleeps in the fetal position and stays in this position majority of the day, end-user daughter is complaining that it appears to be sagging in the middle of the bed. Pt weighs about (B)(6). No injury stated. On (B)(6) 2014, the (B)(4) called to state the end-user is experiencing back pain 7857hf. The end-user may need to contact the mattress dealer to discuss the details of why the mattress is sagging in the middle which may be due to possible (wear/tear/age of mattress etc); all mattresses made and shipped form the manufacturer's location are manufactured to customers specifications, quality inspected and in good condition when shipped out.